Event description:
Asr revision.asr xl - right.reason(s) for revision: component loosening.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Asr xl - right. Reason(s) for revision: component loosening - cup. Update: added additional sleeve details - no explanation as to why there are two sleeves. Information received 10 aug 2012. Update received: 14th november 2013 - confirmed correct taper sleeve: 2903712 and added which component became loose: cup. Update received 3rd september 2014. Stem non-depuy product. Hospital name amended. New fields completed. This com is to be closed to CAPA due to the reasons for revision falling within the CAPA remit and off label use of a competitor stem.

Manufacturer narrative:
Depuy still considers this case closed to CAPA. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Asr xl - right. Reason(s) for revision: component loosening - cup. Update: added additional sleeve details - no explanation as to why there are two sleeves. Information received 10 aug 2012. Update received: 14th november 2013 - confirmed correct taper sleeve: 2903712 and added which component became loose: cup. Update received 3rd september 2014. Stem non-depuy product. Hospital name amended. New fields completed. This com is to be closed to CAPA due to the reasons for revision falling within the CAPA remit and off label use of a competitor stem. Update - marked as legal, added kid number, added expiry dates and manufacturing date for cup . Amended common name for sleeve. Taken from (B)(6) email dated 24th dec 2014 (B)(6).

Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.